Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: patient was running amiodarone infusion at 44mg/hr for rapid afib. B braun pump had frequent alarms of air in line. Co-rn and writer flicked bubbles in tubing, primed and reprimed with a new set of tubing, cleansed sensor on the pump, increased pressure alarms but not effective in removing alarms obtained. Changed the pump to another one, primed IV line via gravity and had no alarms occuring since. Old pump sent in for service. No injury reported.